Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. During troubleshooting there was debris around the speaker holes. The customer cleaned around the speaker holes, and successfully resumed insulin therapy. There was no reported adverse impact.